Manufacturer narrative:
Additional narrative: patient information is unknown. This report is for an unknown chisel blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: procedure: proximal lateral tibia opening wedge osteotomy. It was reported that during normal use of the widest of the removable chisel blades in the tomofix set, the blade snapped leaving a fragment of the blade wedged in the tibia that was then need to be removed. This added about ten to twenty (10-20) minutes to the surgical time. New chisel blade used. The case was completed successfully. Patient was fine post-surgery. This report is for an unknown chisel blade. This is report 1 of 1 for (B)(4).